Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described to be purple with peeling skin. There is no indication of medical intervention. There are no alleged device malfunctions. Follow up was completed and the skin irritation was showing some improvement, however; the skin irritation was still there.